Manufacturer narrative:
Follow-up # 1 ¿ (07/17/2013). The patient¿s meter has been returned and evaluated by life scan product analysis on 6/12/2013 and 7/10/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have a defective ic112. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging missing results. The reporter alleged "meter is not recording as it should" and was "unable/unwilling to answer due to not being able to determine date/time". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.